Manufacturer narrative:
The company representative confirmed the complaint. The company representative replaced the fiber optic power supply cable assembly (part number 0012-00-1540). The company representative performed pneumatic service diagnostics, functional and electrical safety tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit would intermittently generate a "sensor module failure" and "maintenance required code number 9" (fos module has a single lamp with low output) alarms. The patient was switched to another unit and therapy was continued. No patient injury was reported.